Manufacturer narrative:
Submission date: 28sep2021.

Event description:
It was reported to philips that the device had a low leak co2 rebreathing alarm. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The patient was placed on another ventilator when the reported event occurred. The remote service engineer (rse) confirmed the reported event. Advised biomed to check the exhalation port for occlusions. Recommended ordering and replacing either the v60 flow sensor assembly or the gas delivery system (gds). The gds was replaced to resolve the issue.